Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for analysis. A review of the lot history record and complaint history cannot be performed as the lot number was not provided. The reported patient effects of, tissue damage (vascular injury), and embolism are listed in the proglide instructions for use (IFU), as potential adverse events.the investigation was unable to determine a conclusive cause for the reported difficulties; however the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
This report is being resubmitted to ensure the enclosed attachment can be easily opened by the FDA.

Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. It is unknown if the device is returning for analysis. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. (B)(4).

Event description:
Received medwatch (B)(4) via us mail. Event description: "while attempting to deploy a perclose artery closure device, the product broke and became lodged in the patient's vessel. This required a vascular surgeon to repair the femoral artery and remove the device." "Suture embolized to descending aorta. Foreign body was successfully retrieved." Additional information received from cath lab lead technician: the suture was from the proglide device and it was removed from the femoral artery not the descending aorta. No additional information was provided.